Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The curved tip stapler-30 instrument was analyzed and failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed initialization. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. No unintuitive or uncontrolled motion was observed during in-house testing. The instrument clamped, fired, and unclamped successfully. The instrument was fired with a blue 30 reload. No failures were observed during log review. There is no problem detected.

Event description:
It was reported that prior to the start of a da vinci-assisted liver resection surgical procedure, the customer alleged that the arm on the system was turning on its own. A curved-tip stapler 30 instrument was installed on the arm at the time. The procedure was completed with no reported injury.